Event description:
The patient reported a loss of stimulation and difficulty charging their implant. The patient decided to have the system explanted.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the discarded lead was completed and no anomalies were noted.